Event description:
It was reported that patient complained of pain. Upon revising, there was no visible bone in-growth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.